Event description:
Reportedly, during pt use, it was noticed that the fio2 value (12%) was lower than the set value (21%). Replacing the oxygen sensor resolved this issue. There was no medical intervention required to prevent pt injury and no adverse pt effects were reported.

Manufacturer narrative:
Though requested, pt information was not provided.